Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not working properly and had to go to the hospital to inquire on manual injection. Customer was assisted with dosage. Customer reported that blood glucose was 300 mg/dl, 420 mg/dl, and 600 mg/dl. Customer declined troubleshooting due to insulin pump replacement.